Event description:
It was reported that during a scheduled gastrointestinal case, the surgeon received a burn at the thumb and the middle finger. Non metallic trocars were used and no electrical arc was observed. There was no patient impact and the surgery was not delayed as the surgeon just changed his gloves. The hospital confirmed that the instrument has been repaired by a third non-qualified party.

Manufacturer narrative:
(B)(4). Analysis: several evidences of a service / repair outside medtronic were observed: the instrument was found to present an etching '19/11' that was not added by medtronic. Black sheath was found damaged and from a different material from the factory model. 'Scissors' teeth were almost erased and size of scissors appeared diminished compare to factory model which indicates that a sharpening has been done. The cable returned was not manufactured by medtronic (erbe). It does not present a plastic protection holder compared to medtronic cable references. The cable was also found damaged at the plug level. The instrument cev104m was electrically tested and no electricity leak was observed during the test. As a result of our observations, we can reasonably suspect that this instrument has been repaired by a third non-qualified party which would be considered as an abnormal use. Moreover, despite the fact that the instrument could present malfunctions as a consequence of repair outside of medtronic, in normal use, and with the wearing of suitable protective equipment, no electric shock would be felt by users. There is a high probability that the surgeon was burned by an electrical shock because of failure of his protective gloves. This could be due to: 'damaged gloves' contact with instrument or patient during monopolar coagulation without protection - reduction of impedance or resistance properties of surgical glove (extended wear and exposure to blood and fluids or from perspiration inside the glove) we have strongly recommended the customer stop using a third non-qualified party for the repairs of medtronic instruments. As a preventive measure, we will also advise the customer to implement a routine re-gloving and a double gloving if necessary. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition." The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has not resulted in an adverse event in the past and therefore is not likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention, we are filing this report as a product problem. Bipolar forceps are used for coagulation, hemostasis, dissection or similar surgical manipulation of bodily tissue, mainly in vascular, plastic and general surgical operations.

Manufacturer narrative:
(B)(4)